Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. In troubleshooting with philips technical support the customer determined that there was a leak in the circuit. During follow-up, the customer indicated that the issue has been resolved and there was no further issue with the unit. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported a patient circuit leak error code was displayed on the unit. There was no patient or user harm reported. The event date was not specified; estimate used.